Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's analog pcb assembly. A further root cause could not be determined. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is indicative of a failure of the device to recognize a shockable rhythm. Also, the device did not charge and shock a shockable rhythm during testing. As a result, defibrillation therapy may be unavailable, if needed.